Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a patient reported they still have diarrhea ¿badly¿ 1 or 2 times a month. The steps taken to resolve the diarrhea were taking imodium until it stops. The patient noted the circumstances that led to the diarrhea are unknown.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported they were still having diarrhea. The patient's last episode occurred last friday. Additional information received from the healthcare professional reported that the patient had diarrhea before the interstim placement. Their diarrhea was better. The actions taken to resolve the reported issue were to stop laxatives and increase their fiber. The cause wasn't determined, and no diagnostics were performed related to the reported issue. Indications for use were fecal incontinence and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.